Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider advised the chair moves very slow and when commanded right, no function at all.